Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not stop insulin delivery while in smart guard mode even after blood glucose level was low. Customer explained that the insulin delivery fitted on the sensor glucose value every five minutes and insulin units delivered could not be seen on insulin pump screen. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.